Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station crashed in middle of a surgery.the customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a technical support specialist (tss) requested additional information, including the date and approximate time of the reported incident, to facilitate log review (medapp, datasync, and maintenance logs). After multiple attempts to obtain a response without success, the customer was informed that the case would be moved to a resolved status due to no response.